Event description:
Patient had hyperpigmentation around the treated tattoo after her fourth treatment. Hyperpigmentation is a normal reaction and typically not a reportable event, but the laser was found to have low energy at the time of the treatment.

Manufacturer narrative:
Laser was inspected by cynosure field service engineer and found to have output energy of 60% which is below specification.